Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. A partial lead with the connector pin measuring 11.2cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert. High, out of range, pacing lead impedance and high capture threshold were observed. Clavicular crush was noted. The lead was capped and replaced. Patient was fine.